Event description:
This is 4th surgery for this pt. Original mpj fusion in (B)(6) 2010. Pt reportedly non-compliant. Pt had another surgery in 2011. In (B)(6) 2012, pt received an osteomed (B)(4) plate to treat a non-union of the first metatarsal. An autologous iliac crest bone-graft was harvested by orthopedists and place in the non-union site in an attempt to ultimately heal the first metatarsal to length and reduce the non-union. A dorsal fps small fragment plate was placed to bridge the iliac graft. Pt returned to clinic approximately (B)(6) weeks later and presented with the plate broken down the middle in the area of the iliac graft. Screw scheduled for implant on (B)(6) 2012.

Manufacturer narrative:
Part is not to be returned for evaluation. Center does not wish to be contacted for additional information. Lot number not specified. Review of dhrs for 2011 - 2012 shows no nonconformances. This is the first complaint received for this part number since it was launched in 2010. Pt has a history of noncompliance. This explant is the 4th surgery for this condition. Note that these plates are designed for temporary fixation only and not meant to be load bearing. The product is designed for temporary fixation only until osteogenesis occurs. The IFU warns that use of undersized plates or screws in areas of high function stresses may lead to implant fracture or failure.